Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity device was used during an esophageal gastroscopy procedure performed on (B)(6) 2010. According to the complainant, after retrieving a biopsy sample the patient began to bleed. The physician placed a resolution clip to achieve hemostasis. The procedure was completed with another manufacturer's device.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient under 18 years old. (B)(4): clip placed to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).